Event description:
It was reported that a patient underwent a unicompartmental knee arthoplasty on an unknown date and barbed suture was used on the fascia with continuous suturing. The suture broke during post-operative rehabilitation. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: please provide procedure name and date: the procedure name is unicompartmental knee arthroplasty. The procedure date is unknown. Please provide lot number: the lot number is unknown. Was there any medical or surgical intervention performed to treat this issue(re-operation; re-suturing; prescription steroids; antibiotics prescribed)?: no further information is available. What is the most current patient health status and condition?: no further information is available. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength - = 2360 g /m.